Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The kinked cannula did not prevent fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone16.1 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s glucose level rose to 309 mg/dl while wearing the pod, on their arm, between 1 and 4 hours. Investigation of returned device found the cannula to be kinked. The device was originally reported for not sure delivering insulin. As treatment, a new pod had been placed.